Event description:
Connection issues during the implantation procedure were reported; therefore, the device was not implanted.

Manufacturer narrative:
October 01, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.